Event description:
The following has been reported: biomed reported: "service needed error." Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pneumatic valve leak failure (valve 1). Unit started up with double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge/hardware test and unit failed for valve 2 leak failure. Removed tank body and found cracks on positive pressure side. Replaced air tank and performed hardware testing and unit passed. Lever arm was found to be damaged/bent. No other damage found.